Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The patient's mother stated during the time of signal loss, the patient experienced a hypoglycemic event and the paramedics were called. The patient¿s blood glucose (bg) per emergency medical services (ems) was 25 mg/dl. The patient was treated with glucose via intravenous (IV) therapy and the paramedics stayed with the patient until her bg stabilized; the patient declined transportation to the hospital. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.